Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. The recipient will remain a non-user of the device. The recipient is believed to have experienced a failure in-situ. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers, a missing electrode ground ring, as well as a severed array. This is believed to have occurred during revision surgery. In addition, broken electrode wires were found near the fantail. Photographic imaging inspection confirmed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. Photographic inspection revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound following a head trauma incident. The recipient received medical treatment. Programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.